Manufacturer narrative:
Investigation summary: material 220837 are manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch: 2279210 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation and filling processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. Additionally, as part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and four other complaints have been taken on this batch. Retention samples from batch: 2279210 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of clear to trace hazy, light to medium dark yellow tan as described in the certificate of analysis. For investigation, two retention tubes went into incubation. One retention tube was placed into the 20¿25-degree celsius incubator and one retention tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of growth or turbidity or change in media color and clarity. After incubation the broth appearance remained clear to trace hazy, light to medium dark yellow as described in the certificate of analysis. Two photos were received to assist with the investigation: both photos show a gram stain with gnr¿s. No product information is presented in the photos received. Without product verification a photo alone cannot confirm a complaint. A photo must provide the product, product defect, and important product information such as batch/lot number must be included in the photo. No returns were received to assist with the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination/appearance/non-viable defects. Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium. Culture media sometimes contain dead organisms derived from medium constituents, which may be visible in smears of culture media. Other sources of dead organisms visible upon gram staining include staining reagents, immersion oil, glass slides, and the specimens used for inoculation. If there is uncertainty about the validity of the gram stain, the culture should be reincubated for another hour or two and the test repeated before a report is given. Bd will continue to trend complaints for appearance and non-viables. This complaint cannot be confirmed. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA: 11910483.

Event description:
It was reported while using bd bbl¿ brain heart infusion, there was a false result due to contamination. There was no report of patient impact.